Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced skin inflammation above the pocket. The physician determined the inflammation was not caused or contributed to by the pocket or the implanted system. Information was subsequently received that this product was part of a system revision due to infection. There were no additional adverse effects reported.